Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. We have contacted the initial reporter in an attempt to obtain additional info and to have the device returned for eval. No medical records have been provided, no specific device failure or pt complication has been indicated and no sample has been returned for eval. A mfg review has been performed and did not find evidence of a mfg related issue. Based on the limited info provided, no conclusion can be drawn. Refer to MDR 1213643-2011-00528 for info regarding the second composix mesh reported to have been implanted in 1999.

Event description:
Based on info reported to davol: ni/ni/1999 - the pt underwent mesh implant procedure with implant of two bard meshes. Ni/ni/ni - the pt was reported to have experienced unk complications. The meshes were subsequently explanted.